Manufacturer narrative:
Event date: 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from twenty-eight (28) minicaps. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Twenty-eight (28) devices were received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified sponge found fully separated from the cap. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.